Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's chronic left ventricular (lv) lead had high pacing thresholds that required reprogramming. No patient complications have been reported as a result of this event.